Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a manufacturer representative regarding the delivery of compounded baclofen (500mcg/ml, 87.55mcg/day)and unknown morphine (2mg/ml, 350.2mcg/day) in an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. A pump refill interrogation showed a low reservoir alarm. The patient denied hearing the alarm. The pump volume was at 1.1ml, with the low reservoir alarm set to alarm at 2.0ml. The pump alarms were tested for the patient; able to play. It was unknown if the issue was resolved at the time of the report. The patient's status at the time of the event was stated to be alive with no injury. Additional information received on (B)(6) 2015 from the consumer indicated the issue occurred with both refills. At both refills ap proximately 1ml of drug was in the reservoir. The cause for the issue remained undetermined, as the patient was able to hear the alarm when the manufacturer representative made the pump alarm in a test. The reason for the low reservoir volume because the patient was a week (or so) overdue for the refill due to scheduling.